Event description:
Caller reported an issue with the pump time being incorrect, which had a discrepancy of more than five minutes. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring the situation with instructions to follow up if the discrepancy recurs, which the caller understood and acknowledged.